Manufacturer narrative:
When the system detects a condition that interrupts treatment, a system error code is displayed. These system error codes provide an error code number and instructions for how to respond to the error. In the event of a system error, customers need to intervene to proceed. The data-card log confirmed the customer¿s account of "tip too warm error" occurring during treatment but this error presents no harm to patient. Based on the evaluation of the data, the system and handpiece perform as expected. According to thermage flx user manual (p009418-04 rev. A), burns and blisters are a known possible side effects during a thermage flx treatment. The procedure produces heating in the upper layers of the skin, and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. The treatment tip and data-card log were both returned for evaluation. Based on the evaluation of the data, the system, handpiece, and tip performed as expected. Based on the available information, burns and blisters are a known possible side effects during thermage flx treatment.

Manufacturer narrative:
Suspect device was returned and evaluated along with the data logs of the event. Based on the evaluation of the data, the system and hand piece performed as expected. The user should verify proper treatment technique, position and orientation. They should also ensure adequate coupling fluid is used and equal tip to skin contact and pressure. Cryogen appeared to be flowing during the treatment. Thermistor temps fluctuated normally throughout the treatment. The treatment tip passed leak test, passed thermistor test, and passed visual inspection; no dents, scratches, blemishes, or dielectric breakdown were observed. No functional test was performed due to tip being expired, with no remaining reps. A review of the device history records is underway. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A doctor¿s office reported a patient experienced a burn with blisters along the jaw and cheeks following a thermage treatment. The treating doctor indicated that the patient was administered tylenol prior to treatment and that they suspect the patient also self-administered an unknown numbing cream prior to treatment. The patient complained of a warm feeling during treatment however the treating doctor indicated the tip was cool to the touch. The following day the patient observed burns and blisters on both cheeks and the jawline. The patient was prescribed silver sulfadiazine cream to treat the affected area by the treating doctor. The patients current status is still having burn marks. The doctor indicated that the treatment tip was inspected prior to use as well as every 100 pulses and no issues were observed. Ample coupling fluid was used throughout the treatment. The highest energy level used was 3.5. An error message indicating tip too warm was observed during treatment.